Event description:
Pt's wife reported that her husband had 5 unsuccessful operations and had developed an infection following the first operation. The attornay alleges that ethicon sutures were used during the first eye surgery in 1995. No further info was provided.